Manufacturer narrative:
Concomitant medical products: 30502901, tissue valve, implanted: (B)(6) 2002. 305u229, tissue valve, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged by pulling back into the coronary sinus body. The lead was explanted and replaced. No patient complications have been reported as a result of this event.